Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed testing. The returned vial label has the print info rubbed off. The test strips that was returned was bent. If any additional info is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 12/17/04.